Event description:
During use for cardiopulmonary bypass surgery, the centrifugal pump motor control module display blanked out twice. The screws on the display were tightened and the display functioned properly. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.